Event description:
Independent laser repair company requested instructions for assembly, operation, and maintenance for iridex lasers. In addition, they request listing of all controls, adjustments, special tools, and procedures for operation and maintenance, and instructions for service adjustments and service procedures pursuant for 21 cfr 1040.

Manufacturer narrative:
This document is associated with medwatch report (B)(4), and is being filed in response to an FDA investigator's clarification regarding reporting requirements. These two parties contacted our facility in (B)(6) 2010. E-mails were c.c.'d to (B)(6) and (B)(6), among others. We did not believe that these were serious requests so regulatory affairs conducted an investigation and determined that neither organization had establishment registrations. Both companies have websites in which they state that they sell and service medical devices. Iridex was concerned that by facilitating access to iridex manufactured lasers through training, it could eventually put iridex at risk for abetting the misbranding and adulteration of medical devices. Training has been offered to these two parties.